Manufacturer narrative:
H6: results - 100 (other): visual inspection of the product found no visible damage to the lens. There was evidence of surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon attempted to implant a cc4204bf collamer plate lens, but the lens didn't eject properly. The lens was partially implanted and was removed with no pt injury. The nurse stated it was unknown if the lens was damaged or why the lens didn't eject properly.